Event description:
The patient had a left total hip arthroplasty on (B)(6) 2024. The patient returned to the operating room on (B)(6) 2024 for a left hip scar revision with irrigation and debridement, head, and polyethylene liner exchange. The deep dermal and superficial subcutaneous layers developed a hypersensitivity response to the sutures which caused wound dehiscence and potential deeper infection. Wound culture w/ gram stain positive for one colony of staphylococcus aureus.